Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -5.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The reporter indicated at the initial surgery the patient had slight iris prolapse, which was managed at the time. At one day post-op, the patient's intraocular pressure was high, with shallow chamber and elevated vault. The patient had recurring iris prolapse. The patient returned to surgery and the iris prolapse was managed. But the surgeon decided to explant the lens, which was removed on (B)(6) 2017 and exchanged for a shorter lens. The patient is doing well and the lens vault is normal. The reporter indicated the cause of the event was unknown.